Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as the removal of the plate was due to the fracture being healed. The device was not removed due to a malfunction, this was a standard procedure.

Manufacturer narrative:
(B)(4). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-02272.

Event description:
It is reported the patient underwent a fibular trauma plate revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.